Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an ica aneurysm. It was reported that post pipeline deployment, the proximal end of the pipeline was not fully opened. The physician attempted to advance the catheter and the neuron backed up into the arch and pulled the marksman out of the pipeline. At the same time, the dac catheter moved forward and pushed the pipeline forward into the corner of the ica. Consequently, the proximal end of the pipeline stayed close and was not possible to re-access. Several attempts were made to retrieve the pipeline using a combination of alligators and goose neck snares, but without success. The pipeline was left in the patient with the proximal end closed. The patient was reported as has had a transient ischemic attack. Angio was performed and showed there was narrowing of the carotid artery inside the pipeline, but not occluded.